Event description:
Us customer contacted cepheid to discuss a discrepant result from xpert xpress sars-cov-2/flu/rsv plus. On (B)(6)2025, a sample was collected from the patient and processed per pi. The sample was run on xpert xpress sars-cov-2/flu/rsv plus which resulted in sars-cov-2 negative, flu a negative, flu b negative, rsv negative. This result was reported to the physician. The results were repeated due to correlation that was being run as well and the customer happened to catch this discrepancy. The same sample was repeated on (B)(6)2025 which resulted in sars-cov-2 negative, flu a negative, flu b negative, rsv positive. The result was reported to the physician. The same sample was repeated a second time on (B)(6)2025 which resulted in sars-cov-2 negative, flu a negative, flu b negative, rsv positive. The result was not reported to the physician. The customer is unaware of any treatment information. The collection facility that the customer called to inform about the positive rsv result said the patient was diagnosed with rsv the week prior.

Manufacturer narrative:
This is a case whereby the customer used xpert xpress sars-cov-2/flu/rsv plus and obtained a result of negative for all targets. Repeat testing on the specimen for correlation purposes obtained a positive for rsv and was repeated, obtaining another positive for rsv. The customer's initial investigation found that the patient is a known positive for rsv from the week prior and the patient has recovered. Review of the data showed that the results are consistently at the cutoff of the test and likely has targets near the limit of detection of the test, resulting in low reproducibility. There was no known patient harm and no product malfunction. After multiple attempts, cepheid was unable to make contact with the customer for further follow-up. False negative: as per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "negative results do not preclude sars-cov-2, influenza a virus, influenza b virus and/or rsv infection and should not be used as the sole basis for treatment or other patient management decisions. Negative results must be combined with clinical observations, patient history, and/or epidemiological information." Note for section h3 device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.